Manufacturer narrative:
Correction to g3: on (B)(6) 2025, baxter product surveillance identified the correct aware date to be 25 feb 2025. Additional information was added to h6 and h11: h11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused intravenous fluid (ivf) in the cardiovascular intensive care unit (cvicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.